Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with the display stuck on ¿tap button to wake,¿ failed to respond to wake-button presses, and later showed white flecks on the screen; attempts to recalibrate the capacitive touch sensor and to restart via charger and wake-button holds did not restore function, and a replacement was arranged with return of the original device. Symptoms included shakiness associated with low blood glucose in the 50s for about 40 minutes, with carbohydrate treatment taken and low alerts reportedly occurring while the screen was frozen. Outcomes included the user self-treating the hypoglycemia without medical intervention or assistance. Investigation included troubleshooting with button recalibration guidance, controlled restart attempts, visual inspection via user-supplied photos, and replacement logistics with advice on backup therapy and data handling. Investigation of this device revealed a screen unresponsive malfunction consistent with a display or touch interface issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to determine a definitive root cause.